Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from surgeon on (B)(6) 2018. The patient experienced a raised intraocular pressure(iop) after cypass alone. The raised iop was first identified on (B)(6) 2018. Prior to the event, the iop was 24 (units not specified) and this raised to 39 (units not specified) during surgery. Surgery occurred on (B)(6) 2018. Ophthalmic viscoelastic device was used during surgery and this was removed. After the event iop was recorded on (B)(6) 2018 to be 39 (units not specified), the patient required treatment for the raised iop with dexamethasone, latanaprost and brinzolamide. The patient did not require hospitalisation or any unplanned surgical intervention. The outcome of the event was not provided.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that a patient experienced an intraocular pressure rise of forty (40) three weeks after having a glaucoma shunt inserted into the eye. Additional information has been requested.